Event description:
Complainant alleged that while attempting to analyze a patient (age unknown), the device showed that the patient was presenting a ventricular fibrillation heart rhythm. The clinician attempted to change the device to manual mode several times without success. The clinician then changed the battery and the display indicated that the device was in manual mode, but the device would not charge. Next, the clinician turned the device off and on again, having the device in semi-automatic mode, and attempted to analyze and charge again. The device then displayed an "analysis halted" and "status 90" fault messages and would not charge. The clinician then administered a precordial thump and continued CPR until ems arrived and defibrillated the pt. At the time of the event, the pt was resuscitated. However, several days subsequent to the event, the pt expired.